Event description:
Event description guidant received information that a patient that was non-compliant with follow-up appointments went into vt and was not treated by the ICD and died. Afterward an interrogation of the ICD noted it to be in off mode and that the tachy mode had been changed with a magnet.